Event description:
The dealer stated the leg rest had broken. The dealer did not know if it was left or right. The dealer did not mention any injury or property damage. The dealer did not have patient details or product usage details.